Event description:
It was reported that patient presented to clinic for follow up procedure. The right ventricle (rv) exhibited high threshold. The physician elected to explant the rv lead, and a new lead was implanted at left bundle branch pacing area. The patient was stable throughout the procedure.